Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hospitalized low reading of 200 mg/dl. The customer stated that she was unable to access her basal rates. The customer stated that she had been in the hospital for over a week. The customer mentioned that her blood glucose went down to 0 mg/dl 15 years ago. The product was not returned for analysis.